Manufacturer narrative:
Device analysis report attached. This report is submitted on february 19, 2024.

Event description:
Per the clinic, the patient experienced skin flap breakdown and an infection at the implant site exposing the receiver/stimulator (date not reported). Subsequently, the device was explanted on (B)(6) 2023. It is unknown if there are plans to reimplant the patient as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient underwent a skin revision surgery (date not reported) to manage skin flap and was treated with IV and oral antibiotics (specific date and duration not reported). This report is submitted on march 19, 2024.